Event description:
It was reported that the patient had an infection at the ipg site with symptoms of swelling and discharge. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded.

Manufacturer narrative:
Event date: exact date unknown, event occurred post implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 19392975/19392975.

Event description:
It was reported that the patient had an infection at the ipg site with symptoms of swelling and discharge. The physician believed that the infection was procedure related. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded. Additional information was received that the patient was placed on antibiotics.